Event description:
Article presented at the annual (B)(6) meeting in (B)(6), (B)(6) 2011 indicating that despite an overall reduction in the complication rate and rate of pancreatic fistula development three pts treated with medtronic advanced energy's endosh2.0 sealing hook developed pancreatic fistulas subsequent to distal pancreatectomy (dp) procedures performed. Of the three pts who developed pancreatic fistulas two were grade a which required increased duration of the operative drain and one was grade c which required an endoscopic cystogastrostomy. One additional pt experienced a gastric ulcer that required a partial gastrectomy (medical intervention).

Manufacturer narrative:
While adverse events specifics were given for four separate pts the matching of the pt number with the adverse event specifics is unable to definitively made via the published literature therefore this adverse event will be reported as one MDR. Article ref: rostas, j. Et al. (2012). Improved rate of pancreatic fistula after distal pancreatectomy; parenchymal division with the use of saline-coupled radiofrequency ablation. International hepato-pancreato-biliary association, 14: 560-564. Doi: 10-1111/j. 1477-2574.2012.00499.x.